Event description:
An implant card was received indicating that the vns generator was replaced due to battery depletion. Product analysis on the explanted vns generator was performed and the generator was found at eos (end of service). The vns generator's battery depletion was an expected event. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was reported that the vns patient was diagnosed with sleep apnea. No relation with the vns therapy or surgery was given. Attempts to contact the physician have been unsuccessful to date.

Event description:
It was reported that the vns generator was replaced on (B)(6) 2013 due to eos. The vns generator was returned to the manufacturer on june 20, 2013 for product analysis.